Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm small grasping retractor cable was broken and fell into the patient. The fragment was retrieved and the procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter mentioned that the fragment that fell on the patient was immediately retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound was performed. The reporter was not sure exactly how long instrument / accessory in use prior to the issue but very few minutes. The instrument / accessory was inspected prior to use and no damage was noted. The surgical task that was being performed when the device fragment fell inside the patient was grasping. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) fall inside the patient was not during an instrument tip / accessory collision. The instrument was not removed during the procedure (prior to the breakage. No resistance upon removal of the instrument through the cannula. Upon final removal of the instrument ,the wrist was straightened. No injury or harm to patient. A back up instrument was used, and the issue was resolved. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics was not provided. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. A review of the instrument log for the small grasping retractor (470318-10/n11210503-0063) associated with this event has been performed. Per instrument was last used on (B)(6) 2022 on system (B)(4). The device has 5 uses remaining after last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument cable broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.